Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false automatic mode switch episodes and noise were observed due to oversensing on the right atrial lead. Lead provocation tests reproduced the atrial noise. The patient will be monitored closely. The patient was asymptomatic and experienced no adverse health consequences.